Event description:
It was reported that after the bd ultra-fine¿ nano insulin pen needle failed to deliver insulin while at a restaurant, the consumer felt his glucose value was "still affected by the situation" several days later with a glucose value claim of "180".

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Correction: the initial manufacture date reported was incorrect. The following information has been updated: device manufacture date: 2018-05-15.

Event description:
It was reported that after the bd ultra-fine¿ nano insulin pen needle failed to deliver insulin while at a restaurant, the consumer felt his glucose value was "still affected by the situation" several days later with a glucose value claim of "180".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after the bd ultra-fine¿ nano insulin pen needle failed to deliver insulin while at a restaurant, the consumer felt his glucose value was "still affected by the situation" several days later with a glucose value claim of "180".